Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and topical skin adhesive was used. During use, a chard of glass penetrated through the device. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual examination of the sample reveals a piercing through which a glass shard protruded into the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.